Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was the insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted. The root cause for the shorted igbts could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/26/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was resetting.